Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced random no delivery alarms, battery rejections, slow rewind. The customer reported no adverse event. The event involved product(s) mmt-387a, mmt-332a, mmt-1780kl. Troubleshooting was not performed. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-387a. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit was successfully downloaded using thus software. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No rewind anomalies/alerts noted during testing or in pump's memory. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. However, on adapt, failed batt test (58) was recorded on (B)(6) 2024 11:50:24.000, and battery fault (6) recorded on (B)(6) 2024 11:52:30.000. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. Moisture damage noted on pcba1 and j7 connector. P-cap locked in place properly during testing. The following cosmetic damages were noted: corroded battery tube, battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, cracked keypad overlay, missing display window/cover, pillowing keypad overlay, and scratched case. In summary, customer concern for rewind anomaly, no delivery/occlusion alarm, and failed batt test not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing, however failed batt test (58) noted in download history review. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.